Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: 19 samples were received for evaluation. Samples were visually inspected and 6 of the 19 units showed an approximately 2.5 mm longitudinal physical damage on the catheter tube at about 1.4 mm distance from the nose. During the functional testing, the physical damaged observed on the 6 units resulted in leakage. It is possible that the defect originated during the assembly process in the manufacturing line. The type and position of the damage observed is compatible with the jaws of the catheter & needle tip inspection station. Review of the manufacturing records during production of this lot showed that no mechanical machine issues that would pertain to this issue were detected. Also, review of the DHR revealed that, during the manufacturing of the lot involved, no nonconformances have been raised that pertain the issue reported. No corrective action will be implemented at this moment; however, we will monitor the recurrence of this type of defect and if a trend will be identified, a corrective action will be recommended.

Event description:
It was reported that the device was leaking at the catheter site, which looked to have holes in it. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.